Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. During analysis testing it was identified that this device did not meet expected longevity.